Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut off. Customer started pump by plugging into a power source. Pump history indicated a data log corruption had occurred. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.

Manufacturer narrative:
The cause of the reported unexpected shutdown was due to the user not charging the device.

Manufacturer narrative:
H10: regarding the reported unexpected shutdown, pump logs were reviewed and a button interaction was observed after the pump was plugged-in to a power source. A user placed the pump into storage mode before the reset occurred. The pump reset was confirmed, however this is due to user error and no failure was identified. H6: code added.

Manufacturer narrative:
Correction: h4 the device investigation has been completed and the alleged data error alert was verified; however, the alleged unexpected shutdown could not be verified.